Event description:
It was reported that the 4.0x12 mm voyager nc balloon could not be inflated during use in the anatomy as there was a hole observed in the catheter shaft. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.